Manufacturer narrative:
(B)(4). Date sent: 3/26/2025. D4: batch#: c9dl2w. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number: c9dl2w, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that during lap sleeve, unable to reload new gst60b. The procedure was delayed by five minutes. The procedure was completed successfully with no adverse consequences for the patient.